Event description:
It was reported that during a routine supply change the user observed delayed tubing priming and a visible insulin leak from the cartridge that also accumulated inside the pump housing; the user cleaned the interior previously and, after guidance, replaced the cartridge, after which the supply change was completed successfully. Customer care provided support that included recommendation to change the insulin cartridge and supply change. Investigation of this case revealed a leaking cartridge associated with the infusion delivery component, with no reproducible malfunction after replacement. No symptoms reported. Outcomes included no injury, and no medical intervention. It was concluded that the event involved a cartridge leak that was resolved by replacing the consumable, with normal function restored and no clinical harm reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.